Manufacturer narrative:
Kenvue is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which kenvue has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, kenvue or its employees that the report constitutes and admission that the device, kenvue, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. A4, a5, a6: patient weight, ethnicity and race were not provided for reporting. D1, d2, d3, d4; this report is for one (1) bandaid pro heal large all one size 5ct (B)(4), lot/ctrl # 0664b. D4: 510(k) exempt device I complaint. UDI not required. (B)(4). D9: device is not expected to be returned for manufacturer review/investigation. H4, h6: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on march 6, 2024. H6: health effect clinical code: e172006 also refers to consumer alleged & quot, developed hives on both arms, underarm, neck, and pelvic region". This is three of three medwatches being submitted as three devices were involved in this event. See medwatches 8041154-2024-00010, 8041154-2024-00011, and 8041154-2024-00012. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A 40-year-old male consumer reported after applying three large band aid pro heal hydrocolloid gels on his left arm, hand and wrist he developed hives on both arms, underarm, neck, and pelvic region. Consumer stated his tongue and throat swelled. It was also reported that consumer had swelling and numbness under the tongue as well. It was reported that consumer symptoms have stayed the same after the patient stopped using the product. He took benadryl tablets to relieve the pain and the swelling. The consumer contacted health care professional (hcp) for the treatment and he received antihistamine, epipen, and steroids at an emergency room and then was released from hospital the next day. This is three of three medwatches being submitted as three devices were involved in this event. See medwatches 8041154-2024-00010, 8041154-2024-00011, and 8041154-2024-00012. The same patient is represented in each medwatch.